Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, multiple error codes were found in the device's error log. A software error code was found, and the system board needs to be replaced to resolve the issue. Additionally, the machine flow sensor, bellow blower, blower, and in-line filter pro were contaminated. The air foam inlet filter and particulate filter will be replaced due to preventative maintenance.